Event description:
Ale subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of medical device removal ("essure removal"). Concomitant products included anesthetics, general from (B)(6) 2018 for anesthesia. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy with hysterectomy and cystoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2018. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: essure was removed primarily on subject's request. Primary purpose of the procedure was essure removal in conjunction with other gynecologic surgery specified as laparoscopic hysterectomy and cystoscopy chosen at time of essure removal due to physician's preference. Diagnostic results: pre-operative ultrasound done. Laparoscopy - on (B)(6) 2018: complete intact devices in situ removed with right and left tubes, respectively cystoscopy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" protocol: (B)(4). The subject patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He0136z) inserted. The report describes a case of adenomyosis ("hysterectomy for adenomyosis"). The subject's past medical history included menorrhagia and adenomyosis. Concurrent conditions included uterine leiomyoma, breast pain female, vaginal bleeding, pre-menstrual tension syndrome, menometrorrhagia, vitamin d deficiency, pure hypercholesterolemia, anxiety, benign paroxysmal positional vertigo, sinusitis, allergic rhinitis, urinary tract infection, cellulitis, joint pain, low back pain, chronic back pain, fibromyalgia syndrome, hand pain and sleep disturbance. Concomitant products included anesthetics, general from (B)(6) 2018 for anesthesia. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced adenomyosis (seriousness criterion medically significant). The subject was treated with surgery (laparoscopic bilateral salpingectomy with hysterectomy and cystoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2018. The investigator considered adenomyosis to be unrelated to fallopian tube occlusion insert. The reporter commented: essure was removed primarily on subject's request: hysterectomy for adenomyosis. Primary purpose of the procedure was essure removal in conjunction with other gynecologic surgery specified as laparoscopic hysterectomy and cystoscopy chosen at time of essure removal due to physician's preference. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Pre-operative ultrasound done. Laparoscopy - on (B)(6) 2018: complete intact devices in situ removed with right and left tubes, respectively. Cystoscopy. Most recent follow-up information incorporated above includes: on 15-sep-2018: reporter's information updated. Lot number added. Patient's relevant medical history added. Upon new information received that hysterectomy was performed due to adenomyosis, case was downgraded to other event. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.